Manufacturer narrative:
The customer reported that they got "no shock delivered" messages during defibrillation attempts on this patient. No adverse patient impact was reported. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they got "no shock delivered" messages during defibrillation attempts on this pt. No adverse pt impact was reported.